Event description:
It was reported that the wake button is becoming unresponsive. Reportedly, the customer has to press the button 5-6 times for the pump to respond. There was no impact to customers blood glucose level.